Event description:
The manufacturer received information that service was required for a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the devices the device failed test steps during testing. In conclusion, the device's the interface board and the oxygen blender board were replaced were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the following parts were replaced to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, power cord unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). The suspected oxygen blender and interface board were sent to the philips product lab (pil) for further evaluation. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that service was required for a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the devices the device failed test steps during testing. In conclusion, the device's the interface board and the oxygen blender board were replaced were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the following parts were replaced to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, power cord unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05). The suspected oxygen blender and interface board were sent to the philips product lab (pil) for further evaluation. A follow-up report will be filed if additional information becomes available. New information: the device interface board and oxygen blender module board were returned to the manufacturer product investigation lab (pil) for the failure of test failure during service. These components have already undergone a comprehensive evaluation at the service center prior to arriving at pil, and there is no association with patient harm. Therefore, no further investigation of the interface board and oxygen blending module board is required at this time. The interface board and oxygen blending module board have been scrapped. Box h conclusion code grid was updated for the initial report of the device test failure.